Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. Both min and max buttons did not work. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure the 'max' button was out of work. Changed to another one to complete the procedure. No adverse event on the patient.